Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experiences elevated blood glucose (bg) levels up to 380 (mg/dl) following supply changes. Customer delivered a correction to stabilize bg levels. During troubleshooting with tandem technical support, a review of pump data showed customer received multiple button alarms following the load process. No further information was provided on the reported event.